Event description:
It was reported that a porcine acellular dermal matrix graft was implanted on the foot. "Allegedly the patient developed an infection in the mtp. The surgeon used resorbable sutures." No further information is available to-date. (B)(6).

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.